Manufacturer narrative:
Philips service replaced the pfs-418 cfg2 hdd and reloaded the ghost, tested the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system failed to start due to hdd issue identified on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.